Event description:
It was reported that the patient experienced a frequent and extended implantable pulse generator (ipg) charging. It was also noted that the leads had migrated and multiple contacts were out. The device provided less relief. Database analysis confirmed the reported complaints. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 23926536. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Sc-2317-70 (sn (B)(6) and (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.